Event description:
It was reported via this case study article, that a balance middle weight (bmw) guidewire used to anchor in the rca (right coronary artery) spontaneously fractured during percutaneous coronary intervention (pci) for a chronic total occlusion in the left circumflex artery. The reasons for the guidewire fracture were considered to be related to the non-coaxial guiding catheter. The structural and material characteristics of the guidewire also contributed to the guidewire fracture. See the attached article for additional information.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that inadvertent interaction with the non-coaxial guiding catheter resulted in the reported material separation and reported device damaged by another device; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - estimated procedure date (B)(6) 2025. D4 - the UDI number is unknown as the part and lot number was not provided. Attachment article titled "surgical retrieval of protective guidewire that spontaneously fractured in the rca and penetrated the vessel"